Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the service department of olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomena (no image and error b40) were not duplicated, and also found that the printed circuit board of the subject device had failure. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on the information from oekg, omsc surmised that the reported error b40 was attributed to the failure of the printed circuit board, which might be caused by the aging deterioration for a long-term use because more than seven years had passed from the subject device had been installed. In addition, it was surmised that the reported image issue (no image) was caused by any of the electronic circuits transmitting, processing, and outputting the video signal being affected by the above printed circuit board failure. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified diagnostic colonoscopy, it was found that the endoscopic image of the subject device was not displayed on the monitor, and that the error b40 which indicated the subject device was damaged was displayed. The intended procedure was not completed. There was no report of patient injury associated with this event.